Event description:
It was reported that patient with implantable pacemaker had pocket revision for patient comfort. In addition, device longevity dropped from 9 years to 5.5 years in a span of four months. Boston scientific technical services (ts) discussed chronic atrial fibrillation (af), right atrial (ra) lead still sensing, base rate 70. To date, the device remains in service. No additional adverse patient effects were reported. Additional information indicated that the revision was performed to tightened the pocket for comfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with implantable pacemaker had pocket revision for patient comfort. In addition, device longevity dropped from 9 years to 5.5 years in a span of four months. Boston scientific technical services (ts) discussed chronic atrial fibrillation (af), right atrial (ra) lead still sensing, base rate 70. To date, the device remains in service. No additional adverse patient effects were reported. Additional information indicated that the revision was performed to tightened the pocket for comfort.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.